Event description:
It was reported that the user experienced difficulty pairing a dexcom g6 sensor and transmitter with the ilet, resulting initially in no cgm data display, after which the agent guided entry of the transmitter ID and sensor pairing code and the ilet began showing glucose data with a reported blood glucose of 364 mg/dl. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and a goodwill shipment of supplies to support continued therapy. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the pairing failure involved the sensor/transmitter connection to the ilet prior to successful code entry. It was concluded that the device functioned as expected after proper pairing and that continued monitoring was recommended by support. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.